Manufacturer narrative:
Further analysis by spacelabs product engineers identified the cause to involve a software issue which has since been resolved. This investigation is considered complete and this particular matter closed.

Manufacturer narrative:
The customer¿s xhibit central station is being returned to spacelabs as part of the investigation into this event. Spacelabs will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on august 20, 2016 the xhibit central station kept rebooting. The issue was resolved by removing the system from service and installing a replacement. No injury was reported as a result of this event.